Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument exhibits scratch marks/abrasions on the brown section of the tube extension. Tube extension scratch marks measured roughly 0.0720¿ x 0.0680¿. There was material missing on the main tube extension and it was not returned. Advanced failure analysis reviewed photo and stated the following: there does appear to be missing material from the laser marked section where the orange plastic underneath is exposed. The tiny flap next to the exposed orange section looks smaller than the area that is missing material. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a damaged conductor wire. There was no report of patient involvement and no reported injury.